Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4 and device manufacturer date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: similar complaints search: a query was run in the electronic quality management system (eqms) on 21-jan-2026 against "lot number" criteria equal 6008253 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, the count of complaint is 14. See attachment query for lot 6008253. For similar complaints. Corrective and preventive action (CAPA) determination = refer to existing CAPA. Device history record (DHR) review: the lot 6008253 was manufactured according to the work instruction (wi) and manufactured in the inset line 3 on 28-jul-2024 with a total of (B)(4) units. The sub-assembly, of the lot 4g02979 was manufactured according to the wi and manufactured in the machine sc09, on 22-jul-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: the reference samples for the lot 6008253 have already been previously tested in the complaint 2132027 on 05-apr- 2025. Visual test according to wi on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi on reference samples, 10 samples out 10 samples passed the test. See attachment database pr. 2132027 complaint test report.pdf for the details. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable event with (6008253) lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) (B)(4). 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address desing root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (tw (B)(4) - (B)(6) 2025).

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to bent cannula leading to hyperglycemia. The blood glucose level was 662 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.